Event description:
It was reported that this right atrial (ra) lead was explanted due to oversensing of noisy signals leading into atrial arrythmias. The entire system was replaced by an magnetic resonance imaging (MRI) conditional system. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).